Event description:
Customer reports lancet sticks out before and after being fired while using the softclix lancet device. No accident stick reported. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.